Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pre-op diagnosis, primary osteoporosis and compression fracture. Intra-op, the inflatable bone tamp failed during the first insertion attempt into the vertebral body. When pressure was applied to one place while inflating the balloon, it deformed. The balloon was put out of the body once and inflated, it did not inflate as a whole and one place of the balloon inflated like baking a rice cake. A 1 ml of the contrast medium was added to the balloon but the balloon did not inflate (pressure 300psi). The contrast medium was added more and when 1.5 ml was put into the balloon, the balloon deformed in the vertebral body and only a part of it inflated (pressure 380psi). The device came in contact with the patient. No patient complications were reported as a result of the event. After occurrence of the event, a new kit was opened.